Event description:
It was reported that the patient was remotely monitored via Merlin.net. Upon review of the transmission, the pacemaker exhibited noise associated with electromagnetic interference (EMI). No intervention was performed, and the patient will continue to be monitored remotely. The patient was stable.